Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead migrated and was repositioned on (B)(6) 2013. It was also noted on (B)(6) 2013 the stimulation as improved.

Event description:
Additional information reported on (B)(6) 2013 the stimulation had improved following the re-positioning of the lead which occurred on (B)(6) 2013. The stimulation was not perfect and the patient felt some pain at the location of the connection between the lead and the extension. (B)(6) 2013, a migration of the lead was observed again with loss of stimulation in the inferior limb and it was decided to replace the lead. The patient was doing well after the replacement.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3877-45, lot# 206155662, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ unknown_ext, product type: extension.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the electrode repositioning required hospitalization.

Event description:
Additional information received reported that no new or increased pain was reported. The patient stated that the electrical impulse was not following the same pattern as before. A radiological exam confirmed the lead migration. There were no symptoms reported.